Event description:
It was reported that after several attempts to remove the cracked introducer after lead insertion both wings/tabs on the sheath broke off. The physician was able to remove the sheath with forceps.

Manufacturer narrative:
The returned sheath was visually inspected and observed tube hole punch marks low within the handle. The hole punch marks would not have been easily visible. After molding the sheaths are 100% visually inspected to verify the hole punches are not visible below the handle. During manufacturing, sheaths are monitored and random samples are visually inspected for defects, dimensionally inspected for length, and destructively tested for handle integrity. During packaging, sheaths are 100% visually inspected for defects, including the presence of hole punches that are visible below the handle. While there are several contributing root causes, the likely cause of the handles detaching is due to improper tube placement during molding. The occurrence rate is within the acceptable occurrence rate per (B)(4) medical risk documentation. Corrective and preventive actions are detailed in a CAPA e.g. Procedural improvements to the inspection process.